Manufacturer narrative:
The sensor (B)(4) has been returned and investigated. A visual inspection performed on the returned sensor patch; no issues observed. The sensor plug was observed to be properly seated in the mount. Data was extracted successfully using approved software. The sensor was reprogrammed and activated. The current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported the adc freestyle libre sensor provided him a reading of 176 mg/dl compared to a result of 22 mg/dl obtained on built-in reader. Customer experienced nausea, sweating, and a loss of consciousness and was transported to an emergency department where he was diagnosed with hypoglycemia and administered an unspecified intravenous serum. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported the adc freestyle libre sensor provided him a reading of 176 mg/dl compared to a result of 22 mg/dl obtained on built-in reader. Customer experienced nausea, sweating, and a loss of consciousness and was transported to an emergency department where he was diagnosed with hypoglycemia and administered an unspecified intravenous serum. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre sensor provided him a reading of 176 mg/dl compared to a result of 22 mg/dl obtained on built-in reader. Customer experienced nausea, sweating, and a loss of consciousness and was transported to an emergency department where he was diagnosed with hypoglycemia and administered an unspecified intravenous serum. There was no report of death or permanent injury associated with this event.